Event description:
The report states that while in use on a patient, "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury.

Manufacturer narrative:
Qn# (B)(4) n/a. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states that while in use on a patient, "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as the sample was not returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from part number 528135 visistat 35w 6/box lot# 73e2300843 the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.